Event description:
It was reported that the patient was implanted with a lead at t8 for unilateral pain coverage. Coverage was great on the table and after. After the implant, the patient reported having bilateral legs weakness. He did not have any weakness before implant. The patient underwent a procedure to remove the lead. The physician wanted to preserve the battery, however, both the lead and battery ended up being removed. An MRI was taken, and the results looked normal. It was reported that the patient was now fine.

Manufacturer narrative:
(B)(4). Lead: model: 3778-60, serial# (B)(4), implanted: 2012 (B)(4), explanted: unk; programmer: model 37744, serial# (B)(4).